Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead was extrinsically breached due to a tear. Visual summary analysis of the lead indicated stretching and damage at implant. The analyst commented that the lead was returned damaged. The helix would not extend due to the lead being stretched. The inner insulation did contribute to the electrical complaint. Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A high threshold could not be confirmed. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)'s replaced and the system was upgraded to add an atrial lead after the patient was inappropriately shocked. During the procedure, the right atrial (ra) lead exhibited high thresholds and the lead helix would not extend. The ra lead was explanted and a new ra lead was placed. No further patient complications have been reported as a result of this event.